Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia automated pd cycler sets with cassette were received ¿without any caps¿ (pull ring caps). This was identified during an unspecified process step prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.